Event description:
It was reported that there was a csf leakage from the neck incision. The distal catheter broke off spontaneously. This event lead to meningitis.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.